Manufacturer narrative:
Additional information: d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged, the jaws were open, staple pushers were visible at the cut line, and the clamping mechanism was deformed. Functionally, the reload was loaded into a representative instrument. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device initially fires, but failed to complete the firing cycle, and the staples did not form as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the 2nd firing, the reload fired about 15mm then the powered handle stopped firing. The surgeon pressed the green button to open the reload, then found that some staples formed into a rectangular. Removed the staples which were malformed and used another reload to continue transection. Then, when using the 5th reload, the surgeon found bleeding. It was also noticed that there were staples that were left in the reload. The bleeding areas were over sewn and another two reloads were used to complete the transection. Over sewing led to extension of the surgical time to 30 minutes. The problem also resulted to unanticipated tissue loss and tissue damage.